Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right colon, the drape got burned. Surgeon was not using the holster and placed pencil/electrode on drape while the device was still hot. There was no patient harm.